Manufacturer narrative:
This is a supplemental report to provide additional information. The subject otv-s7pro, the monitor oev261h and the scope ltf-vh which were used in the procedure were returned to omsc. Omsc evaluated the subject otv-s7pro in combination with the returned products and could reproduce the reported failure phenomenon. According to the investigation, only the scope ltf-vh used in the procedure was replaced with a similar device and the phenomenon was resolved. Therefore, omsc concluded that this phenomenon was attributed to failure of the ltf-vh. The investigation result of the subject ltf-vh will be reported in 8010047-2019-01843. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject otv-s7pro was not returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject otv-s7pro to identify the root cause of this failure phenomenon when omsc receives it. The exact cause of the reported event could not be conclusively determined at this time. The otv-s7pro instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure, the image displayed on the monitor had abnormality disappeared by the subject otv-s7pro. The user replaced the subject otv-s7pro with a similar device of other company and the procedure was completed. There was no report of the patient¿s injury regarding this event.